Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.75 x 12, xience v 2.5 x 12. Other: clopidogrel, aspirin. There was no reported product deficiency. The reported death is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the proximal circumflex with one 2.5 x 12 mm stent, in the distal circumflex with one 2.5 x 8 mm stent and in the first obtuse marginal with one 2.75 x 12 mm stent. Upon follow-up for the patient's three year visit, it was discovered that the patient expired at a nursing home on (B)(6) 2011. The cause of death is unknown. There was no additional information provided.